Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. The promus element stent 3.50 x 20 mm was visibly damaged on the delivery device. Another device was used to complete the procedure.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. The promus element stent 3.50x20mm was visibly damaged on the delivery device. Another device was used to complete the procedure.

Manufacturer narrative:
Device evaluated by MFR: the stent was returned damaged at its distal edge,which was stretched distally towards the tip. The balloon was tightly wrapped and was not subjected to positive pressure. Further examination found a severe kink located approximately 670mm from the distal edge of the strain relief. There was also further slight kinking along the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).